Event description:
It was reported that the surgeon was performing a kidner procedure (navicular resection and reroute of posterior tibial tendon). Surgeon removed the accessory navicular (to correct the accessory navicular, the surgeon made a small incision over the extra bone). And when he went to re-attach the tendon back to the navicular, he inserted the anchor fully threaded with no issue. When surgeon went to tighten the first set of fiberwire it shredded. Surgeon was able to continue using the second fiberwire but did not get the fixation as originally desired. Surgeon then used (an (B)(4)) bio-composite suture tack as a backup to secure the tendon. Surgeon had to make an additional hole (surgical intervention) and used a disposable suture tack drill kit (1/8th) in order to insert the ar-(B)(4) which was not part of the planned procedure.no patient harm. Delay of case approximately 10 minutes to secure the additional suture tack

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) for abraded, torn, or broken sutures include nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.